Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient's status was stable before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was observed. Further analysis could not be performed.